Event description:
Customer reported that the sensor gave a reading of 60 mg/dl when the blood glucose reading was 102 mg/dl. The sensor graph was trending in the opposite direction of the blood glucose reading. The blood glucose readings were entered timely and correctly. Customer calibrated when blood glucose was stable. Later, customer reported that the sensor glucose reading was 100 mg/dl when the blood glucose reading was 125 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.